Event description:
It was reported that a vns pt had been seizure free however recently, the pt experienced two seizures. The pt moved recently and attempts with the neurologist who was referred to the pt have been unsuccessful to date.